Event description:
It was reported that when the patient presented in-clinic for a routine follow up, externalized conductors were seen under fluoroscopy. All electrical parameters of the lead were normal and stable. The lead was capped and replaced at system upgrade.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.